Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient implanted for non-malignant pain. It was reported that the patient stated, ¿it doesn¿t work at all.¿ it was noted that the patient did have their stimulation turned off. The patient was to have an MRI done. No further complications or patient symptoms were reported.